Event description:
Reportable based on device analysis completed on 22apr2024. It was reported that tip damage occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the device was removed from the vessel, it was noted that the tip was damaged. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial report address 1: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached. Microscopic inspection showed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The reported tip damage could not be confirmed.